Manufacturer narrative:
The investigation was just started. The results will be reported within a follow-up report.

Event description:
It was reported that the oxylog 2000 was faulty and showed inop during a patient transport. Ventilation mode was ippv. There was no expiratory minute volume anymore. The patient was immediately bagged. No injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was manufactured in april 2007 and was available for the investigation at the manufacturer. The oxylog 2000 is no longer being sold since mid of 2010 and has no logbook. As part of the technical analysis, a continuous run was carried out overnight, in which all functions worked flawlessly. The reported problem could not be reproduced. Based on the available information, the root cause of reported device behavior could not be determined. In the case of a technical fault, the device alerts optically and acoustically and might not provide adequate ventilation depending on the malfunction. In this case, the instructions for use stipulate that an alternative ventilation option must be kept available. No similar incidents have been reported within the last 3 years.